Manufacturer narrative:
This report is filed on june 09, 2017.

Manufacturer narrative:
This report is submitted on may 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain at the implant site both with and without device use. Subsequently, the device was explanted on (B)(6) 2017.